Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: registration site, d1, d3, d4, g1. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle exhibited one needle from the box, was found with the sheath bent before removing it from the packaging. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.